Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Bleeding is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
The site reported patient experienced a small amount of bleeding due to a highly vascular tumor during a superdimension procedure.the bleeding was controlled with lidocaine and epinephrine.